Manufacturer narrative:
The system was examined and the reported event was not replicated. The printed circuit board (pcb) supervisor module was replaced as a preventative measure. The system was tested and found to meet product specifications. Based on qa assessment, the product met specifications at the time of release. The supervisor module was received for evaluation. A visual assessment of the returned sample did not reveal any obvious visual nonconformity. The returned sample was installed into a calibrated hotbed system and the system was booted up successfully without any system message (sm) or abnormalities found. A 12 hour burn-in procedure was then performed successfully without any sms or nonconformities found. The root cause cannot be determined conclusively, as the supervisor pcb module was found to meet specifications. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a system message displayed during an ophthalmic procedure. Subsequently, saline entered the eye instead of air. All functions were off at the time of the event. Additional information has been requested but none has been received to date.

Manufacturer narrative:
A sample has been received and evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).